Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to tret a patient (age & gender unknown), the device took an extended time to discharge. Despite the delay, a shock was delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including charge testing using a test battery without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs showed the device took ten seconds to fully charge to 200j while being powered by battery only. There are a variety of reasons for why the device can take up to ten seconds to charge that do not indicate a device malfunction, including but not limited to a depleted battery or power being used for other functions. The x series operator's guide (pn: 9650-002355-01) (rev: g) states that the device should charge in "less than 7 seconds with a new, fully charged battery" for the first 15 charges to 200 joules, however the number and level of charges may impact charge time, and "depleted batteries result in a longer defibrillator charge time." No trend is associated with reports of this type.